Event description:
The customer reported the system would not prime and they received an error message "check fittings". The event occurred during set up, with no pts in the operating room or prepped for surgery. The customer did cancel seven cases since they didn't have a back up system.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem. The system was tested and met all product specifications.